Event description:
It has been reported to philips that the device did not function as expected while in use on a patient. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
Updated the conclusion code, evaluation method code, evaluation results code, and component code grids.

Manufacturer narrative:
New information received indicates the patient did not survive. Updated type of reported complaint to death.